Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by injury, titled ¿volar hook plate stabilization of volar marginal fragments in intra-articular distal radius fractures". The study reviewed eighteen (18) patients who underwent distal radius fracture procedures, using volar distal radius plates. During the fourteen to twenty-four (14-24) month follow-up period, one patient experienced implant removal due to tendonitis. Source: gavaskar as, parthasarathy s, balamurugan j, raj rv, anurag r, gopinath d. Volar hook plate stabilization of volar marginal fragments in intra-articular distal radius fractures. Injury. Jan 2021;52(1):85-89. Doi:10.1016/j.injury.2020.10.004.